Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for the ureteral stents product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the ureteral stents product ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the tip of the stent was broken.